Event description:
It was reported that the right ventricular lead had poor capture and sensing. It also was reported the patient has a bilateral occluded subclavian vein system, and that during the system change out the patient experienced vagal hypotension of brief duration. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) preliminary analysis revealed outer insulation breached environment stress cracking; proximal lead segment was received for analysis. Further testing revealed outer insulation breached cut in the generator end(within 20cm), and blood/body fluid on proximal conductor(not obstructed).